Event description:
Additional information received reported that the cause of the event was not determined. The patient did not recover; the periodic hiccup was noted to be ongoing in ten-day intervals.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).

Event description:
Jochim, a., castrop, f., gempt, j., haslinger, b. Periodic hiccup in patients with subthalamic deep brain stimulation for parkinson's disease. Parkinsonism <(>&<)> related disorders. 1353;2015. Doi:10.1016/j.parkreldis.2015.07.010. Summary: this report concerns two patients with tremor-dominant parkinson's disease (pd) who developed periodic, intractable hiccup after undergoing a subthalamic deep brain stimulation (dbs) operation. In both cases the procedure had sustained beneficial effects on the motor symptoms. The impulse generators (activa pc®, medtronic (B)(4)) were placed in the right infraclavicular region, and the position of the dbs electrodes was controlled by a computed tomographic (CT) scan. Treatment with domperidone and baclofen improved the hiccup, but did not stop it. Reported events: [age: (B)(6) male] it was reported that the patient had been suffering from periodic hiccup episodes for the past 16 months, starting six months after deep brain stimulation (dbs) surgery. It was noted that the patient experienced sustained beneficial effects on motor symptoms. The preoperative medical treatment of the patient¿s parkinson¿s disease (pd) had been 1500mg levodopa in combination with entacapone, 16mg ropinirole, escitalopram and quetiapine and was reduced to a 900mg levodopa monotherapy peri- and postoperatively. Hiccup episodes of a few hours up to ten days reappeared in intervals of five to fourteen days. A CT scan showed a small axial hiatal hernia. A helicobacter pylori-infection was eradicated twice and the treatment effect controlled with repeated esophagogastroscopy. Treatment with a combination of domperidone, baclofen and pantoprazole in an increased dose as well as a short-term treatment with levetiracetam had no sustained effect on the hiccup. Switching off dbs for several minutes did not change the hiccup. A longer dbs pause was not possible acknowledging the severity of the patient¿s pd symptoms. The temporal correlation between the dbs operation and the beginning of the hiccup, along with the periodic appearance afterwards without any other obvious trigger, point to a possible relation between dbs and hiccup. The reoccurrence of the hiccup also suggests a stimulation-associated effect. The source literature included the following device specifics: implantable neurostimulator activa pc model 37601 further information has been requested; a supplemental report will be submitted if additional information is received.